Manufacturer narrative:
(B)(4). Result: no results available since no evaluation performed. Conclusion: known inherent risk of the procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the cause of the aortic dissection is unknown, as it was not found until three days post procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Three days post transfemoral valve placement, an ascending aortic graft was placed for a type a dissection. After confirming appropriate placement across the aortic valve using aortic root angiography and transesophageal echocardiography, the #20mm edwards-sapien s3 valve was deployed with rapid ventricular pacing at 180 beats per minute. Following valve deployment, the transesophageal echocardiogram and aortogram revealed 1-2+ pvl, so we post-dilated the valve (nominal + 1 cc) x 1. Final aortogram and tee images demonstrate well placed and well-seated valve, with no evidence of significant aortic regurgitation. Post tavr for as, the patient had an uneventful recovery until type a dissection discovered three days later. She was taken emergently to or for repair, which was complicated by coagulopathy and severe global lv failure post cpb requiring central av ECMO. The patient returned to or soon after arrival to ICU due to increased bleeding. The patient was brought to the or, prepped and draped in the usual sterile fashion. The chest was already opened, so we just took out the dressing and we encountered a lot of free blood in the pericardium. So, we carefully sucked all the blood out and we started looking at the anastomosis, and we encountered 3 bleeding spots from the proximal anastomosis and 2 bleeding spots from the distal anastomosis, coming mainly from the back of the aorta. So, we repaired it with 4-0 prolene pledget and then we packed with nu-knit and we waited for few minutes. We were able to achieve reasonable hemostasis, and so we decided to put a vac dressing and bring the patient back to the ICU, and the patient was transferred in a very unstable condition with open chest, vac dressing, and ECMO. The morning after the repair, after discussion at bedside with the physicians, representative of operating team, and family establishing the poor prognosis of recovery from full cardiopulmonary support. The mutual decision is for comfort care and termination of extracorporeal life support. At 9:59 am, the patient passed away.